Manufacturer narrative:
Continuation of d10: product ID: pscc100, product type: catheter product event summary: the 10fcc13 sheath with lot number 0012624045 was returned and analyzed. Visual inspection of the shaft identified the tip was damaged and the shaft was kinked/twisted at approximately 2 inches from the tip. Visual inspection of the handle did not reveal any anomalies; the handle had no cosmetic issues and the side tube was connected properly to the handle. The steering mechanism and deflection tests were completed successfully. Primary deflection at 90° and 180°, as well as secondary deflection at 90°, were achieved without any issues. The mechanism operated smoothly, with no friction, resistance, or unusual noise. In conclusion, the sheath failed the returned product inspection due to a shaft kink/twist and a damaged tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the electrode of the spiral array broke off from the loop catheter. The physician experienced difficulty when removing the sheath and loop catheter from the patient post procedure, specifically in bringing the loop catheter into the sheath. An attempt was made to re-align the loop catheter by advancing it forward with the guidewire, but the catheter was instead pulled back into the sheath, at which point a breach in the loop catheter was observed. An electrode was found to have broken off from the array in the right femoral vein and was lodged within a small side branch of that vein without visible movement. An attempt to retrieve the electrode with a snare resulted in it becoming further lodged within the side branch. The physician decided to leave the electrode in place and planned a follow-up with fluoroscopic or x-ray imaging in two weeks to re-evaluate the situation. The patient was reported to have stable vital signs, and moved all extremities. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.